Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report rec'd on (B)(6) 2014 from a female consumer of unspecified age via regulatory authority (B)(4) in united states who had essure (fallopian tube occlusion insert) implanted and experienced periods were getting heavier and heavier, physically exhausted, and emotionally stressing. No info given on consumer's history, past drugs, concurrent conditions or concomitant medication. On (B)(6) 2008 the consumer had essure (fallopian tube occlusion insert) inserted. The consumer stated that in 2010 her periods were becoming completely unmanageable; every month they were getting heavier and heavier causing her to be physically exhausted, emotionally stressed and isolating her to her bathroom for days on end. Due to the event she would miss work and it severely impacted her life. In 2011, consumer was given medication to control the bleeding and in the same year she underwent a hysterectomy. Essure micro-insert was removed on (B)(6) 2011. The relationship between events and essure was not reported.